Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported at the start of the laser assisted cataract surgery, the secondary incision was opened and the iris swept up superiorly in the eye not near any of the incisions. The surgeon also reported blood in the eye at this location. Surgery was completed and the planned intraocular lens was implanted. The surgeon reported the femtosecond portion of the surgery went as expected with a good dock and treatment. The surgeon had a difficult time managing the iris during the case. An indentation was noted in the globe superiorly with a perforated globe. The perforation was stitched to complete the case. The technician reported possibility of the patient interface was in contact with the speculum and the speculum caused the perforation. The shape of the indentation was similar to the shape of the speculum. The technician was not in the room at the time of the case and the surgeon stated there was good suction. The patient was brought back to the operating room two days later to readjust the iris as it had shifted in the eye. The technician noted the iris shifted back once the surgeon opened the eye. The surgeon is unclear what caused the complication. The patient did not complain of any pressure or pain during the femtosecond portion of the case.